Event description:
The laser fiber broke off after approximately 25-40 pulses through the flexible ureterscope. A second laser fiber was used for the remaining procedure. The broken piece was not located, upon flushing the scope. It remains unclear weather the small clear tip is inside or outside of the body.